Event description:
The customer alleged that the unit went into an "inop" condition with no audible alarm. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. It is not verified that the unit went into an "inop" condition and no malfunction may have occurred. There was no pt harm or change in therapy reported.